Event description:
Consumer stated that he's been having problems with his hearing aid; feedback sounds in the form of cricket noises. He's taken the hearing aid back to hosp several times for adjustments. Consumer feels the device is faulty.